Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer.

Event description:
International affiliate reports the material of the expedium set screw "dusted"/stripped during surgery. Request has been made to determine if the threads of the screw were torn during usage. As the requested information has not been provided to date, this medwatch report is being filed to document the event as it is possible that the threads were torn.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was not returned to the complaints handling unit for evaluation. It was discarded at the hospital. A review of the device history record for the single inner set screw was conducted. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the single inner setscrew was conducted on the product family. No emerging trends were noted. Without the product device we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint file will be closed with no further action required.